Manufacturer narrative:
The customer complaint that the pump module infused at the wrong rate was not confirmed. Physical inspection showed no related anomalies. Log analysis showed that on (B)(6) 2018 at 2:05 am the pump module was programmed using guardrails IV fluids for a primary infusion of 0.9% normal saline. The user entered a rate of 125ml/hr and vtbi of 980ml, and started the infusion. At 2:05 am the device alarmed for air-in-line, was paused, and was restarted a short time later. At 3:16 am another air-in-line alarm occurred and the device was powered off by the user. At 3:17 am the logs recorded the pump module in the idle state with a primary volume infused of 147.101ml. The customer also reported that there were entries in event logs referencing "1/1/2000 12:00:01 am¿. This is the expected default time stamp that is logged by the pump module at power on and is not related to hacking. Rate accuracy testing showed no anomalies and no signs of unregulated flow. The administration set was not returned for evaluation. The root cause of the reported event was not determined.

Event description:
The customer reported the device infused 1000 ml of saline in an hour when rate was set for 125 ml /hour. Two clinicians reported witnessing that fluid free flowed. The device reads the infused volume was only 147 ml. The customer reports on the event logs, there are entries referencing "1/1/2000 12:00:01 am". A member of the team is concerned the device could have been hacked. There was no patient harm. The customer later reported the event was not seen by the nursing staff, and that the bag was found to be empty when it should have had a substantial amount of fluid remaining. There was no risk of tampering by the patient or visitors, as there were no visitors, and the patient was unconscious. The nurses examined the surrounding area for fluid to ensure the fluid hadn't spilled.